Event description:
It was reported that the insulin pump alarmed battery out limit, as well as an alarm indicating an unexpected restart, and also had a blank display. The blood glucose reading was between 100 to 120 mg/dl. The customer was advised that the battery out limit alarm may have indicated a loose battery cap. No damage nor moisture exposure to the insulin pump was noted. The customer stated that the battery out limit alarm issue began about 3 months prior to the call and the unexpected restart alarm issue started about 1 month prior. The customer was advised that a replacement battery cap would be sent. The most recent blood glucose reading was 88 mg/dl on the day before the call. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.